Manufacturer narrative:
Product analysis: the cable was confirmed to have a broken plug lock. The cable passed all electrical continuity tests. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2018: the cable was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient cable had a broken tab and would not stay connected to an external pulse generator (epg). The status of the cable is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the patient cable had a broken tab and would not stay connected. Analysis was unable to be conducted due the cable being lost enroute from the receiving facility to the analysis lab. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient cable was received for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.